Manufacturer narrative:
(B)(4).

Event description:
Medtronic received the following information obtained from the journal article entitled; transapical thoracic endovascular aortic repair as a bridge to open repair of an infected ascending aortic pseudoaneurysm. Christian c. Shults, md, edward p. Chen, md, vinod h. Thourani, md, and bradley g. Leshnower, md (ann thorac surg 2015;100:1883-6) modified/fenestrated talent thoracic stent graft system was implanted in the patient for the endovascular treatment of thoracic pseudo-aneurysm that had contained rupture. &#2057;t was reported that during the index procedure, the modified 40x40x114 talent stent graft was advanced into the ascending aorta and deployed under rapid ventricular pacing with placement of the bare metal springs of the stent graft across the ostia of the innominate artery. An aortogram was performed and demonstrated a proximal type I endoleak. Therefore, an 46x46x52 talent thoracic extension was implanted one centimeter more proximally with the bare metal springs placed at the sinotubular junction. Balloon aortoplasty of the proximal and distal landing zones was performed. The procedure was successfully completed. The type ia endoleak during the index procedure was reported to be caused by the curvature of the ascending aorta. The patient was readmitted to the hospital seven months post index procedure, and staphylococcus aureus bacteremia was found. A cta scan was performed and recurrence of the pseudoaneurysm was observed. The patient was prescribed with vancomycin which cleared the bacteremia. The patient also underwent redo sternotomy, explantation of the stent graft, and ascending and hemiarch aortic replacement with homograft. The patient did well from the secondary intervention and discharged home with a course of six weeks of intravenous vancomycin. No additional clinical sequelae were reported and the patient is fine.